Event description:
It was reported that low sensing and high threshold was observed. Twiddler's syndrome was confirmed via x-ray. Both leads were twisted around the ICD. System was explanted and discarded. The patient's condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.